Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was return for an evaluation. Upon a visual inspection the catheter chassis was stuck in the valve of the sheath retraction hub at the level of the marker band and distal stent tab. At the same level the guide wire lumen appears damaged evidenced by broken braids. The guide wire lumen is also kinked near the distal stop fitting. There is evidence inside the tapered fill lumen; there is no evidence of polymer inside the handle and the handle components remain intact. There is an observed kink in the fill lumen; however, it cannot be determined if the kink occurred during the index procedure or during return shipment. The stent belts, distal stop fitting, and release wire guide all appear intact. The ID of the outer sheath was inspected and there was evidence of damage to the sheath liner; extending from approximately 20mm from the sheath tip to 65mm consistent with the length of the stent crown to the stent coils (graft ro markers). There was another area of sheath liner damage approximately 140mm from the distal end of the sheath; however, this damaged location could have been due to cutting the sheath open. This evaluation is unable to determine the cause of the reported polymer leak as the identified damage could have occurred during shipment of when cutting the sheath open. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. An attempt was made to obtain medical records and medical images but an inadequate response was received. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The cause of this event is undetermined due to lack of relevant medical records and/or imaging and a visual evaluation with identified damage that could have occurred during shipment or when cutting the sheath open. On (B)(6) 2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On (B)(6) 2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office- contact has been updated h6: result code: remove code (B)(4). H6: conclusion code: remove code 11

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture. A field safety notice (fs-0009) was released on 8/6/2018 to communicate the risk of polymer leak events with the ovation device under circumstances in which the device is not used in accordance with the device instructions for use.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately 15 minutes post polymer injection, the patient experienced hypotension. It was noted that the there was fill polymer remaining in the syringe, and there was no polymer observed to be leaking outside of the graft lumen. The patient was treated per the hospital protocol for anaphylactic shock and stabilized. The contralateral limb was placed without incident. Approximately 16 min post polymer injection, the polymer syringe was observed to have bottomed out, and the patient experienced hypotension. The patient was treated again for anaphylactic shock and stabilized. The remainder of the case was completed without incident and the aneurysm was successfully excluded at the completion of the case. The patient was reported stable at the completion of the case and there have been no additional patient sequelae reported.